Event description:
The sales rep reported that the head of a 7mm rigid fix femoral rod broke off into the bone tunnel during an acl procedure. The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. The device is several yrs old and has seen some service. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for eval, device discarded at user facility. No lot has been supplied which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A review into the mitek complaints system going back to (B)(6) 2004 revealed one other similar complaint for this device; the complaint rate for this failure mode is 0.048%. This particular complaint device has been in service for over 2 yrs. We cannot discern a root cause for the reported device failure, however, based on complaint rate and customer impact, we consider this event to be an anomaly. At this point in time, no corrective or further action is warranted. This file will remain receptive to any potential forthcoming info that is pertinent and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.